Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the serial and lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. G4: device is not distributed in the united states but is similar to device marketed in the USA. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a spinal fusion (t12) for l2 burst fracture on (B)(6) 2024, with viper prime fenestrated screws. In the surgery, the cement in question was slowly injected under fluoroscopic guidance, but there was a linear cement leakage from the anterior vertebral body upward on the left side of the t12 vertebral body. The injection was stopped immediately. There was no further spread of the leak after that. The surgery was completed successfully with no surgical delay. No further information is available. Remarks: (B)(4) are involved with the same event. (B)(4) (synthes spine): cement. (B)(4) (depuy spine): screw. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for complaint (B)(4).